Manufacturer narrative:
(B)(4). This complaint could not be confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, the patient cutting the patient line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding accidentally cutting the tubing, which occurred on the homechoice during use. The patient was connected. The patient was cutting the tape and accidentally cut the patient line. The baxter technical service representative assisted the patient with ending therapy and referred the patient to their registered nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the patient on (B)(6) 2011 regarding the reported event. The patient stated that right after the event they called the peritoneal dialysis nurse (pdn) and left a message. In the morning the pdn contacted the patient and the patient went to see the pdn. The patient stated they have been continuing therapy successfully on the cycler since the event. There was no patient injury or medical intervention reported.